Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following the implant procedure the patient was experiencing chest pressure and chest pain. The physician suspected lead perforation but was unsure of which lead. The post-op check indicated right ventricular (rv) lead dislodgement with poor r-wave sensing and very high rv pacing threshold. It was noted that during the implant procedure there was placement difficulty due to frequent ectopy in the rv apical position, thus the rv lead was placed in the rv septum with good numbers. Additionally, the atrial lead¿s p-wave measurements decreased from implant and there was some far field r-wave (ffrw) oversensing. A chest x-ray was done that confirmed rv lead dislodgement and that the atrial lead was in the same position. An echo was also performed which showed pericardial effusion. The effusion was drained and both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.